Event description:
It was reported that low r-wave measurements and high capture thresholds were observed. Previous events of abnormal pacing lead impedance were noticed. Chest x-rays confirmed lead movement. The lead perforated the patients myocardium. The lead was repositioned.

Manufacturer narrative:
Na

Manufacturer narrative:
(B)(4)

Event description:
New information notes that loss of capture and low r-waves were also observed. Patient was fine post procedure.